Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. When attempting to load a new cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 130 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
Alarm . The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.